Event description:
As reported: "drill broken off, no fragment remains to the patient, the procedure completed with new drill."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation, and matches the alleged failure. The device inspection revealed the following: the received drill has cleared blunt edges with visible nick and dent marks on the cutting edges. The breakage surface is smooth which confirms a sudden brittle fracture. All the present signs are evident enough to suggest that there was an intense usage of the drill including a high torsional load which led to a forced brittle fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design-related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to being user related. The appearance of breakage surface and cutting edges indicates an intense usage and application of high torsional load, leading to a forced brittle fracture. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "drill broken off, no fragment remains to the patient, the procedure completed with new drill."